Manufacturer narrative:
Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2017, the patient emergently underwent treatment of a ruptured right common iliac artery aneurysm with gore® excluder® endoprostheses. It was reported that a type ii endoleak was observed, but no treatment was performed to solve the leak. The patient tolerated the procedure. On (B)(6) 2018, the patient presented a re-rupture of the right common iliac artery aneurysm. An angiography identified there was a persisted type ii endoleak originating from the lumber artery. The type ii endoleak contributed to the rupture. In order to treat the type ii endoleak, an open surgery was performed. The lumber artery was surgically ligated. The aneurysm sac was sutured and shrunk. The endoleak was resolved and the patient tolerated the procedure.